Event description:
There was no patient in this event. This device malfunctioned because the device would not power-on but the green status indicator was flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 but the pad-pak was removed immediately after. The next event was a successful self test on (B)(6) 2009. A series of events on (B)(6) indicate the device was switching itself on automatically. The device was left in fault mode from (B)(6) 2010 and then a new pad-pak was inserted. The device failed a self test and the temperature was recorded below zero degrees celsius. The problem with the device was attributed to corrosion on the membrane tail. This would have a detrimental effect on the switching circuitry. There is a clear indication the device was being stored in a location where it was exposed to adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.